Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the return to stock and medication error. A technical support specialist (tss) dialed into the station and logged in as cfnadmin. The 'medapplication log' was transferred for the specified timeframe. Tss then accessed the med es aio server and navigated to medications and then barcodes to review the barcode details. Further checks were performed under med inventory, manage inventory and view inventory - station, where medid was confirmed to be assigned to a pocket. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the return medication was not scanned by the device. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the return medication was not scanned by the device. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.